Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery date is unknown. The reason for revision is suspected stem subsidence. During the revision, the stem was found to be well fixed and the femoral head and liner were exchanged instead.